Event description:
It was reported that the sheath was pinched, obstructing visualization on the bronchofibervideoscope no patient harm was reported as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.